Event description:
It was reported that the patient was not able to adjust the implantable neurostimulator's stimulation with the programmer. The patient also experienced the migration of the leads two weeks after the initial implantation. A revision of the leads was subsequently performed. It was suggested that the leads had, again, "moved up" the patient's body. The patient's physician had not been made aware of this issue, and the lead migration had not been confirmed as of the date of this report. No information was provided related to the patient's symptoms or outcome. Additional information was requested but not received as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3777 lot# v729612028 implanted: (B)(6) 2011 explanted: na; lead model 3777 lot# v673401034 implanted: (B)(6) 2011 explanted: na; neuro adaptor model 37092 lot# 285240001 implanted: (B)(6) 2011 explanted: na; programmer model 37743 lot# nke170139n; recharger model 37752 lot# nka154785n.